Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: it was reported that a patient experienced carpal tunnel syndrome (cts) after variable angle locking compression plate - distal radial surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.